Event description:
This is the step by step of dr (B)(6) biosure incident: graft of 7.5mm (double strand) passed into tibial tunnel of size 8mm and femoral tunnel of size 7.5mm. Femoral fixation with eb cl. Graft fixed with 8x25mm biosure ha screw (pn 72201776, lot 50379561). Every limb of graft was checked for sign of laceration by screw. One limb was found to have about 2mm of tear just at the starting point of the tibial tunnel. A cortical post was proceeded as additional fixation. The screw is already implanted in the patient, therefore no sample available to be sent back for investigation.

Manufacturer narrative:
(B)(4).